Event description:
This notification was opened for review for information received that the dreamstation CPAP pro device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement visible foam degradation. During the evaluation of the device at the service center, the device was visually inspected, and evidence of visible foam degradation was found. In addition, the device displayed error code e101 (err_humid_max_temp). Lastly, the device was scrapped. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.